Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 11-jun-2024, it was reported that the patient faced blockage which was located at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.